Event description:
Customer reported that pump unexpectedly displayed reset screen and required connection to a power source to restart. Pump displayed a "high" blood glucose value, but did not exceed 500 mg/dl, indicating no severe adverse impact. Customer addressed high blood glucose through a corrective injection using multiple daily injections (mdi) and did not need third-party assistance. Technical support attempted to follow up with additional information.